Manufacturer narrative:
Concomitant medical products: 5071-35 (x2) lead, implanted: (B)(6) 2021; fr995-27 tissue valve, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post routine implant of the left ventricular (lv) lead, increased sensing integrity counter (sic) was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.